Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; biological debris was noted inside the valve. The valve was tested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted, but some biological debris was flushed out. The siphon guard was irrigated, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3842 with lot number cppbr9, conformed to the specifications when released to stock on the (B)(6) 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
In (B)(6) 2014, the patient had a secondary haemorrhage in the ventricle, he was in rehab. Try to program the valve but without success thus they transfer the patient to the hospital in (B)(6) ,also there was an adjustment from 80mm h2o to 120mmh2o not possible thus they explanted it. Currently the patient has an eds

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.